Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm model#: sc-4316, lot #: 16588634, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed epidural infection at the midline incision and ipg site. Symptoms included were redness, pain and fever. The patient was prescribed antibiotics and underwent removal of the scs system. The physician believed that the infection was related to the recovery from the procedure and was not device related.